Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers were not opening at all, and the drawers were in need of maintenance. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer opened the half height drawer and observed that the rails were stiff and difficult to pull out when reaching the back of the cubie pockets. The fse worked with the pharmacy team to replace the half height drawer in two of the main cabinets while transferring cubies. The system functioned as intended after the field service engineer repaired the device.